Manufacturer narrative:
A device history record was reviewed for the suspected contour next test strips and no manufacturing issues were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she opened a box of contour next test strips and the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.